Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. It was reported that this patient was admitted due to inadequate flow. The patient underwent a pump exchange. The site reported that there were large amounts of clots observed inside of the left ventricle at the pump inflow cannula. The lvad pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a sustained decrease and estimated flow along with multiple 'low flow' alarms on the date of the reported event indicative of an inflow occlusion. Analysis of the device revealed that the device met specifications. No deviations from functional and/or dimensional verification that may have caused or contributed to the reported event were identified. Pathology exam revealed a material noted within the device that is grossly and histologically consistent with a thrombus. The actual root cause of the reported inadequate flow rate is due to an inflow occlusion caused by thrombus formation or ingestion within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient had a sustained decrease in left ventricular assist device (lvad) flow and the pump was exchanged for suspected thrombosis.